Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead had exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. The clinic will continue to monitor the patient and no intervention was performed. No patient consequences was reported.